Event description:
Durinng a pta/stenting treatment pocedure, the biliary-wallstent was stuck in the delivery system. Upon withdraw of the delivery system, the stent was caught in it. The physician then reinserted the stent through the guiding sheath and was removed. Consequently, angioplasty was performed and the procedure was successfully completed. The lesion being treated was on a 50% stenotic lesion in the superior femoral artery. No pt injuries or complications were reported. Pt status is reported as 'fine'.